Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 172 mg/dl. The caller was the customer's mother who stated that there is a weird line on the sensor graph so the mother was advised to speak with a sensor technician who would assist them with that issue. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.